Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's implant was reprogrammed. After the patient's lead was found to be in a satisfactory position and after discussion with the manufacturer representative (rep) and our consultant was happy to reprogram the ins following the rep's advice using programs 2, 6. Comfortable sensation was felt but the sensation was lost straight away.  Advised the patient, reluctant to increase the sensation any higher as when it was lowered again and increased the patient felt the sensation at the same level.  Limits set on the installed programs at the point sensation is felt so that it cannot be increased further. Patient given advice to turn the ins implant off if they experienced any issues or could lower the voltage if necessary. On (B)(6) 2023, patient had no seizing but had sensation in right foot, left sided so thought not to be linked. Patient was advised to contact dept if any concerns. Patient denied any seizing until (B)(6) 2024. Ins turned off. Ins checked on (B)(6) 2024. No seizing with ins off. When it occurred the patient had a tight sensation around ins wire insertion site, couldn't stand straight, hoovering getting tighter and tighter. Turned ins off - resolved within 24 hours. Area felt relaxed after - no more spasm/seizing since. Site reviewed with patients consent, no marks or breaks to skin in the area. Battery felt flat when palpated and no pain reported over battery/wire sites. Patient agreed to ins checks and aware implant was required to be activated for this and risk seizing reoccurring, patient stated when seizing occurs it is slow acting and agreed to ins switch on today for checks. Impedance at 450pw 1 electrode pair 50 ohms. Battery 75-99 months. As patient experienced the seizing on program 6 at 0.9, the limit on program 6 was lowered to 0.8. Patient was advised to keep ins off as symptoms remain well controlled and only turn ins on if symptoms decline and felt to be required. Patient to use program 6 incre asing voltage slowly and when sensation felt leave at that voltage, if no sensation felt use 0.8 which is limit on program 6. Patient happy with plan and knew to call if ins switched on so patient could be reviewed in clinic. If no contact from patient, ta planned 6 months approx. No contact from patient so reviewed in ta (B)(6) 2024. Patient required ins back on again following surgery. Our dept was not aware ins back on. The caller was happy for ins to remain on if no pain or issues such as "seizing" and symptoms controlled. With ins back on, utilizing program 6 as set in clinic (B)(6) 2024 patient states has had no seizing and feels no sensation - if "seizing" occurs patient knows to turn ins off and report to a&e if necessary but seek medical advice. The patient called dept to update prior to ins review apt in december. The patient had ins off prior to left sided knee operation in april. Following knee surgery, patient turned ins back on 3 weeks post the surgery to try and help with symptoms. Patient noted following that they could not walk properly and felt she had no power in their legs, felt by patient to be linked to recent knee surgery. The patient turned ins off as required for security to go on holiday. With ins off patient noted could walk again with no symptoms of power loss, patient's ins left sided according to nursing notes above. The patient was advised to keep ins off and complete a bowel diary, cns to review patient's bowel symptoms and leg power without ins on in nlc which is already planned. Patient feels will not want to turn ins back on again, dependent upon outcome of ins off for longer period. Refer patient to pf consultant re ins? Removal or plan. The patient was seen (B)(6) 2024. Patient states wishes to keep ins off as has noticed that mobility issues have improved with the device off. With ins device on patient states they had no power in their legs, couldn't climb stairs, having no control and feeling they had altered sensation which affected the left leg. The patient feels the mobility issues have been experienced since the ins device was replaced in (B)(6) 2022 which has affected their lifestyle. Patient concerned if the ins device has caused long term damage. Patient wishes to discuss this further with pelvic floor consultant. Apt requested. No ins checks made as handset had no charge. Unknown if new impedance issues.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that palpation of the system and measuring the impedances to see if an intermittent (hidden) integrity issue becomes visible did not cause impedances to be found. X-ray to check for broken leads, loose connection or lead migration. Reviewed by consultant. No issues noted. Ins remains in place, switched off, second opinion at another trust requested for this patient, also advice from neurologist sought. It was also reported that the problems the patient reported to have experienced since the current sns has been implanted and in active mode include: pain, irritation at the lead site just under the skin, seizing of the muscles in lower back and pelvis, tight hip flexors, weakness and muscle fatigue in legs on walking and any slight incline or stairs, difficulty walking on uneven surfaces due to sensory issues in left foot, pain at the back of knee, lack of feeling in feet, buzzing sensations in feet, and contraction of anus preventing evacuation. The ins remains off. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2fwbw implanted: (B)(6)2022 product type lead product ID 978b128 lot# va2fwbw implanted: (B)(6)2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2fwbw implanted: (B)(6) 2022 product type lead product ID 978b128 lot# va2fwbw, implanted: (B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were no lead revision or repositioning since 2022. The cause of the low impedances is unknown. Patients snm device is off and will remain off. Patient is having a review with their consultant to determine next steps. The cause of the sensation in the right foot/buzzing sensation was undetermined. The cause of the seizing was undetermined.

Manufacturer narrative:
B3 date of event updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patients lead was found to be in a satisfactory position back in (B)(6)2023 after the first ¿seizing episode¿ occurred. So, the ins was reprogrammed as per the manufacturer advice, starting the amplitude from 0 v and slowly increase the amplitude until the patient is experiencing the adverse events, such as back pain, hip or pelvic ache and the seizing/immobility. These didn¿t happen in clinic as patient stated seizing was slow to occur, so they checked sensation and lowered the voltage further suspensory if the ¿seizing episode¿ occurred again which is did once to see if efficacy could be maintained without the unwanted sensations occurring. Unfortunately, this did. It was noted on the first session report, it was ever seen any impedance issues found in the impedance checks and never saw these in any impedance checks at 450 pw. The impedance did change at 450pw but never affected program 2 or 6 electrodes, so p2 and p6 continued to be available for patient to use, the ¿seizing¿ was noted one occasion after reprogramming as per manufacturer guidance, this seizing took place in (B)(6), so the voltage was lowered further then happened again in (B)(6) 2024. Patient didn¿t realize this was happening again until ins was turned off for airport security and noted power loss in legs resolved (patient had originally attributed this loss of power to an unrelated knee replacement surgery). The ins now remains off. There was no lead revision/repositioning that has taken place since (B)(6)2022. An xray sacrum was done (B)(6)2022. A comparison made with the imaging from (B)(6)2022. Sacral nerve stimulator in situ with no significant displacement of the lead identified. The xray was reviewed in manufacturer. The problems patient has stated they have experienced since the current ins has been implanted and in active mode include pain, irritation at the lead site just under the skin, seizing of the muscles in your lower back and pelvis, tight hip flexors, weakness and muscle fatigue in legs on walking and any slight incline or stairs, difficulty walking on uneven surfaces due to sensory issues in left foot, pain at the back of knee, lack of feeling in your feet, buzzing sensations in feet, contraction of anus preventing evacuation, the consequences surrounding constipation when the device is switched off and daily anxiety due to all of the above. Additional information was received. It was reported that patient had seizing, immobility and lower limb weakness. The healthcare professional (hcp) advised patient to turn stimulation down and device off if seizing occurred. T seizing was intermittently reported from 2022 to 2025 however there was a period of about 1 year with the device on, and no seizing was reported. Initial 2 seizing episodes were unclear what cause was. In (B)(6) 2024, patient had a knee replacement, and turned device back on after 3 weeks, against advice of hcp but no seizing occurred however patient described weak and heavy legs, and mobility issues. Patient associated this to knee surgery however when patient went on holiday, and turned device off to go through airport security, they regained strength in their legs. So, patient now believes the ins was causing the weak and heavy legs, and mobility issues. Ins is and will remain off. Next steps are being discussed. Of note, hcp advised patient to turn amplitude down and device off if issues continued. X-rays were performed and put through mdt, which was deemed to be good lead position. Impedance checks have been done multiple times and programmed around any impedance that was shown. Additional information was received. It was reported that the device was in situ for constipation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.